Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an increase in the system impedance, reaching values close to 160 ohms, which is still within normal range. Technical services (ts) discussed the impedance has been always 100 and 140 ohms. It was recommended to perform a system check to ensure conversion effectiveness. Additional information provided. It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated longevity remaining was observed at 3%. The timeframe in which the estimated longevity change was observed has not been specified. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.